Manufacturer narrative:
(B)(4).

Event description:
Procedure: roux-en-y. According to the reporter: the suture popped off needle prematurely. The surgeon used another endostitch reload to complete his closure of his mesenteric closure. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.